Event description:
Reporter alleged being unable to see all of the info on the test strip vial used with glucose monitoring device. Reporter stated areas where the numbers should exist are blank. Reporter indicated treatment was not applicable with this particular situation. A request was made for the return of the suspect device and replacement product was sent.